Event description:
Customer reported the system appeared to be producing x-rays but was not producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the fuse connections and increased tension on the fuse holder springs. Adjusted the monitor power supply, and updated rus settings. System operates as intended.